Event description:
Additional information was received for this case. The investigator reported the cause of death was not device or procedure related. There is no further information available.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The investigator reported that the patient expired however the cause was not reported. There is no further information available.